Event description:
It was reported that an altitude alarm intermittently occurred while the customer was not outside of the labeled operating altitude range. There was no reported impact to the customer's blood glucose level. The customer resumed insulin delivery using the original cartridge.